Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Following pump priming with saline, the surgical team noted felt/velour/fibers in the saline solution. They were noted as large fibers that have not been seen before. The surgical team felt the driveline seemed to be shedding. The pump was not used and a new pump and inflow cannula was opened and used.